Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on 06/08/2016 to report that the patient experienced a skin rash on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Rash was located on abdomen where the adhesive touches the skin, and described as 'rashy' and looked like an eczema rash. Patient's father reported that he took the patient to a follow-up medical visit on (B)(6) 2016 that was unrelated to this event. Patient's father reported that during the visit he mentioned the rash. The doctor prescribed hydrocortisone cream. Affected area was treated with the prescribed cream. At the time of contact, patient is good. Additional event or patient information is not available.